Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that balloon deflation issue occurred. The 75% stenosed target lesion was located in the arteriovenous fistula. A 6.0-2/4t/40 symmetry balloon catheter was advanced for dilation. During the procedure, the balloon was inflated for the first time at the nominal pressure for 1 minute. However, the balloon would not deflate during the attempt to deflate it using an in-deflator. A different in-deflator was then used to deflate it for several times, and the balloon reduced pressure and contracted which allowed the device to be removed. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
D4 - lot number: updated lot number based on additional information. (B)(6).

Event description:
It was reported that balloon deflation issue occurred. The 75% stenosed target lesion was located in the arteriovenous fistula. A 6.0-2/4t/40 symmetry balloon catheter was advanced for dilation. During the procedure, the balloon was inflated for the first time at the nominal pressure for 1 minute. However, the balloon would not deflate during the attempt to deflate it using an in-deflator. A different in-deflator was then used to deflate it for several times, and the balloon reduced pressure and contracted which allowed the device to be removed. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluated by MFR: the symmetry device was returned to our post market quality assurance laboratory. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The balloon was inflated to its rated burst pressure of 15 atmospheres with no leaks or issues noted and was deflated without any issues. The rated burst pressure for this device is 15 atmospheres as per symmetry product specification. A visual and tactile examination identified no damage or issues with the shaft of the device. A visual examination identified no issues with the tip of the device. This concludes the product analysis.

Event description:
It was reported that balloon deflation issue occurred. The 75% stenosed target lesion was located in the arteriovenous fistula. A 6.0-2/4t/40 symmetry balloon catheter was advanced for dilation. During the procedure, the balloon was inflated for the first time at the nominal pressure for 1 minute. However, the balloon would not deflate during the attempt to deflate it using an in-deflator. A different in-deflator was then used to deflate it for several times, and the balloon reduced pressure and contracted which allowed the device to be removed. The procedure was completed with another of the same device. There were no patient complications as a result of this event.